Manufacturer narrative:
E.1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® luer-lok¿ access device, 2 devices exhibited insufficient blood flow and blood tubes could not be collected when connected to the av shunt. There was no health impact or consequences reported.